Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump case did not stay clipped onto clothing which caused the pump to fall. Reportedly, this caused cartridges to fall out. There was no reported impact to the customer's blood glucose level. No additional information on the event was provided.